Event description:
It was reported that malfunction occurred on pump, with no notable events before problem and malfunction code displayed as malf 0 with available fault ID. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.